Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump powered up properly after the battery was inserted. The pump was programmed and monitored for two days. No unexpected blank display or unexpected low battery alarm was noted during testing. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within the specification range. The formatted history file lists only one low battery alarm on (B)(6) 2016 at 04:43:00. No unexpected low battery alarm was noted in the formatted history file. The pump had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they were experiencing depleted battery life. The customer also reported that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.